Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the device turned off sporadically via the error logs. It was also noted that the power supply was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would turn off sporadically. The programmer has been returned for repair. There was no patient involvement.